Event description:
It was reported that the pt received a durom hip generic on the right side on (B)(6) 2006 (exact date in (B)(6) unk; therefore, (B)(6) was chosen) and is being monitored due to pain. MRI revealed residue on implant.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008, as referenced above. Should additional information become available and/or the devices be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).